Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and was reported to the doctor. The sample technique was reviewed with the customer and found to be correct and the controls were run with no issues.

Event description:
The customer reported discrepant leucocyte results between the clinitek status+ and the visual read. There was no report of injury due to this event.